Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet reference number: cmp-(B)(4).

Event description:
It was reported a fractured persona tibial articular surface provisional was returned. No known patient involvement. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the complaint is considered confirmed as the returned tasp was fractured. Visual examination of the returned tibial articular surface provisional(tasp) determined that returned tasp exhibits signs of repeated use and has fractured medial side. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.